Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred towards the end of the patient¿s hemodialysis (hd) treatment. The patient had fifty five minutes left in their treatment when the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was visually observed at as bright red streak in the middle of the dialyzer. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation. The in-house biomedical technician (biomed) stated that the machine was evaluated and passed functional checks. The biomed stated that the blood leak sensor was preventively calibrated and the machine has been returned to service without further issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.